Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 68-373 (mg/dl). Customer initially experienced an elevated bg and delivered a pump bolus to address elevated bg levels. Subsequently, customer experienced a low bg level which was addressed by consuming juice. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to consult with health care provider to discuss pump settings. Customer acknowledged.